Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to low blood glucose. The customer was in a boat, passed out and lost his insulin pump. Customer's blood glucose was 20mg/dl. Paramedics were contacted and transported him to the hospital. Customer was treated with glucose tablets, then was treated with glucose gel and in the hospital was treated with IV. When customer was discharged from hospital, blood glucose was 124mg/dl.